Event description:
It was reported that sixty-three (63) large volume infusors underinfused during patient infusion. The devices contained benzylpenicillin, cefazolin, flucloxacillin, piperacillin / tazobactam, or vancomycin. The expected infusion times ranged from 23 to 25.5 hours; however, approximately 26.3% to 50.33% of solution remained in the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred between (B)(6) 2025 - (B)(6) 2025. E1: initial reporter postal code: (B)(6). D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.